Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor arm cannot communicate with the main arm. Customer's blood glucose at time of incident was 6.6mmol/l. Customer received the error while she is trying to bolus. Customer was advised to run self-test and test passed. Customer was advised to monitor pump but she said that she is not comfortable wearing the pump now and asking for replacement. Customer was that we will replace the pump.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected pump error 4, restarting, or rebooting noted during testing. The pump recorded all bolus deliveries properly in the daily history file during the testing period. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.